Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the pt to obtain add'l info. The pt tests his blood glucose three times a day and manages his diabetes with 45 units of nph taken on a sliding scale. On the previous month at 6:39 pm, the pt reportedly tested his blood sugar on the subject meter and obtained a "450 mg/dl". He then mentioned taking "correction insulin: 12 units of lispro humalog" due to the high reading at 8:30 pm reportedly became "unconscious" and was taken to the ER by the ambulance approx 15 mins after. The pt claimed that his blood sugar on the hosp's device was "29 mg/dl" and he was treated with IV glucose while at the hosp for one day. The pt mentions that he did not attempt to test his blood sugar on the subject meter after he was released from the hosp because he "thinks it was mis-calibrated". The pt states that there were no changes in terms of his diabetes regimen after being discharged from the hosp. The unit of measurement was set correctly to mg/dl at the time of testing. The pt was unable to verify whether the memory in the meter matches. The testing technique and cleaning of the puncture area was correct at the time of testing. The pt's products have been replaced. This complaint is being reported because the pt claimed he obtained an allegedly inaccurate high reading on his meter. Administered treatment based on the alleged reading and was reportedly treated by a healthcare professional for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval. But has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.